Event description:
At 0204 patient had an epidural placed. B braun perifix epidural catheter 20 g closed tip. It remained in for a very short time as patient delivered shortly thereafter. The catheter was removed at 0920 and was noted to not be intact. Approximately 4cm had fractured away and remained in the patient. The patient did not have any neurological symptoms. FDA safety report ID# (B)(4).